Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) sales & marketing. For repair. The evaluation of the device by (B)(4) confirmed the following; wear of instrument channel port appeared to be caused by physical stress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the application of some external force to the device. If additional information becomes available, this report will be supplemented.

Event description:
The instrument channel port of the device was worn. There was no report of patient injury associated with this event.